Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the collimator on the 9900 system closed down during a case. The system was rebooted and the case completed. There was no report of pt injury.